Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak), (severely calcified iliac arteries). Conclusion: (severely calcified iliac arteries).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. The proximal neck was 22 mm and distally it was 23 mm in diameter. The iliac arteries were severely calcified. The final angiogram showed there was a slight type IV endoleak post implant. The endoleak was a blush located just above the flow divider. No intervention was performed and the decision was made to monitor for the endoleak in 30 days. No additional clinical sequelae were reported and the pt is fine.